Event description:
A customer contacted global technical service (gts) regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) during use, when the hcp was turned on. The home patient (hp) stated that the initial drain volume was equal to 0 ml, the recovered initial drain volume was equal to 0 ml, the last fill volume was equal to 14 ml, the total fill volume was equal to 6897 ml, the total drain volume was equal to 9691 ml, and average dwell time was two hours and twenty two minutes, the average drain time was eighteen minutes, the total ultrafiltration (uf) was equal to 2793 ml, the cycle 3 uf was equal to 2732 ml, the cycle 2 uf was equal to 85 ml, and the cycle 1 uf was equal to -24 ml. There were no bypasses, no manual drains performed, and no changes in therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse was not aware of the alarm. He stated that his partner may have been made aware of the alarm. He stated that the patient has been doing fine. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), based on the reported information. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause of the iipv was undetermined.